Event description:
Caller reported customer had symptoms of hypoglycemia at 2048 and the reading on the nano smart view system was 117 mg/dl. Customer was given apple juice and then was tested again at 2055 with a result of 54 mg/dl. Customer was given some more apple juice and after she drank the juice she was tested again at 2103 with a result of 57 mg/dl. Treatment with juice was successful as caller reported patient began feeling better within a few minutes. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.